Event description:
It has been reported to us that during the procedure, the occlusion balloon deflated unexpectedly. The pt experienced paralysis of the left upper extremity. The physician inserted the occlusion balloon wire into the pt's right internal carotid artery and inflated the occlusion balloon to 6mm to occlude the artery. The physician inserted a pre-dilatation balloon and dilated the lesion three times. The physician deployed a stent to the lesion from the internal carotid artery to the common carotid artery. The physician then inserted an aspiration catheter and started to perform aspiration and then noticed that the occlusion balloon was deflating unexpectedly. The physician attempted to remove the aspiration catheter however, felt high resistance. The physician pulled strongly on the aspiration catheter and the occlusion balloon wire separated into two pieces. The pt started to experience symptoms of paralysis of the left upper extremities. The physician removed the occlusion balloon wire and exchanged it with another and continued the case. The physician inserted a dilatation balloon and performed post-dilatation three times. The physician re-inserted the aspiration catheter and performed aspiration of the artery. The physician then injected the urokinase into the pt because the physician suspected a brain infarct due to debris that had flown into the peripheral vessel. The pt was tested later on the same day and the brain infarct was noticed on the CT. The pt status as of the time is unk.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.